Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that patient had a blood glucose (bg) less than 40 mg/dl with no symptoms, but required no unusual treatment. During troubleshooting, customer support found that the bolus settings (I:c ratio, isf, bg target, iob) has been incorrectly programmed. The patient was referred to a health care provider for training, and the bg excursion was attributed to training/misuse. This complaint is being reported as the patient experienced hypoglycemia due to user error.